Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified a circumferential fracture in the glass fiber tip distal to the bevel edge. There was some burn marks and debris on the metal tip, which is indication of tissue contact. During functional evaluation, the fiber was tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was present in the output window, as intended. Although forward firing was not able to be confirmed during analysis, distal fractures have the potential for forward firing. Based on the observed circumferential fracture the reported event is confirmed and a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber forward fired after 8,172 joules and 2 minutes of fiber use. The procedure was completed with a second fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate, the fiber forward fired after 8,172 joules, and 2 minutes of fiber use. The procedure was completed with a second fiber without patient complications.